Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MDR ID# 2134265-2013-01828. (B)(4). It was reported that post a percutaneous coronary intervention procedure, stent thrombosis occurred. In (B)(6) 2013, target lesion #1 was located in the distal left circumflex artery with 70% stenosis and was 16mm long with reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilation and placement of a 3.5x20mm promus element plus stent, resulting in 5% residual stenosis following post dilation. Target lesion #2 was a bifurcated de novo lesion located in the mid right coronary artery with 90% stenosed and 16mm with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilation and placement of a 3.5x20mm promus element plus stent, resulting in 5% residual stenosis following post dilation. Target lesion #3 was located in the proximal right coronary artery with a reference vessel diameter of 3.5mm. Target lesion #3 was treated with pre-dilation and placement of two 3.5x12mm promus element plus stents. Following placement of the second 3.50x12mm promus element plus stent, a grade a dissection was noted at the area proximal to target lesion which was treated with a 3.5x12mm non-bsc stent. Following post dilatation, residual stenosis was 5%. The following day the patient was discharged on aspirin and clopidogrel. 27 days post discharge date the patient presented with recurrent angina symptoms and was referred for cardiac catheterization. Coronary angiography revealed a 95% thrombus in the proximal portion of the 3.5x20mm promus element study stent in the mid right coronary artery. The thrombus was treated with aspiration thrombectomy and balloon angioplasty with <5% residual stenosis and timi 3 flow. The event was considered as resolved and the patient was discharged on aspirin and ticagrelor.